Manufacturer narrative:
(B)(6) 2018 follow up: customer reported elevated blood glucose has not been experienced since receiving tandem replacement pump. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose level of 382 mg/dl. Reportedly, the customer alleged that the pump was not functioning properly. Although requested by tandem technical support, the customer declined to perform troubleshooting to determine a possible root cause. Reportedly, the customer reverted to manual injections for alternate insulin therapy.